Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital regulations. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet g7 neutral e1 liner 36mm f item#: 010000858, lot#: 3959798, biomet cer bioloxd option hd 36mm item#: 650-1057, lot#: 2887373, biomet g7 pps ltd acet shell 56f item#: 010000665, lot#: 6209980, biomet arcos con sz c std 60mm, item#: 11-301303, lot#: 795060, biomet arcos 19x115mm cyl dist item#: 11-301419, lot number unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02526, 0001825034 - 2018 - 02529.

Event description:
It was reported that the patient underwent a revision surgery 4 weeks post-implantation due to infection. Patient received an irrigation and debridement with a head and liner replacement. No additional patient consequences were reported.